Manufacturer narrative:
Follow up information was received from the customer stating that the endocrinologist is currently adjusting profile settings and that bg level has ranged from 150 mg/dl to 398 mg/dl, due to adjustments. The customer has not had any further ketones. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of near 400 mg/dl with moderate ketones. The customer addressed elevated bg level by delivering boluses with the pump. The customer stated that the carbohydrate ratio had been set higher on the pump. A recommendation was made for the customer to consult the healthcare provider regarding bg level.

Manufacturer narrative:
.